Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer's husband complained of questionable inr results from coaguchek xs meter serial number (B)(4). Based on review of the customer's meter memory there were discrepant inr results. At 01:16 pm, the result from the meter was 4.7 inr. At 01:19 pm, the result from the meter was 2.9 inr with the same finger. At 01:30 pm, the result from the meter was 4.0 inr with a new finger. There was no allegation of an adverse event. The customer was feeling "ok" and did not receive treatment. The customer was not taking heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no illness and no new medications. The customer had increased her coumadin dose and was eating a tossed salad once a day. The customer's therapeutic range was 2.0 - 2.5 inr. The meter had not been cleaned. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 294942) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.